Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer¿s blood glucose level. Tandem technical support assisted the caller in resetting the pump, and the malfunction code did not reappear. The customer was advised to continue using the pump and to call back if the issue recurs.